Event description:
The event was identified during a review of the posterior cervical fixation study, the report identified that on (B)(6) 2025 a patient underwent a posterior cervical fixation from c3 to t1 after which the patient experienced post-op difficulty swallowing (dysphagia) and hoarseness with stridor after extubation. On (B)(6) 2025, ent performed transnasal fiberoptic laryngoscopy and placed a feeding tube. Neurology consulted- MRI brainstem negative for stroke. Surgeon noted all likely resulting from lower motor nerve injury to right hypoglossal nerve- multimodal, with component of paradoxical vocal fold movement disorder and intubation and proning intraop. Improving on discharge (B)(6) 2025. Patient to follow up in voice clinic.

Manufacturer narrative:
This report was created from a study review where no device problem was reported, the device remains in-situ so no evaluation was completed, and no radiographs were provided so the complaint could not be confirmed. Review of the reported event noted immediately postoperative the patient experienced difficulty swallowing and requiring a feeding tube and neurological evaluation. The surgeons third day postoperative evaluation noted likely nerve injury to right hypoglossal nerve- multimodal as the root cause and likely the result of intubation trauma and excessive intraoperative proning although a definitive root cause has not been determined. No device malfunction was alleged, and no additional investigation can be completed. Labeling review: "contraindications include but are not limited to...3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome. 7. Use with components of other systems..." "Potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body...pain, discomfort or abnormal sensations due to the presence of the device. Nerve damage due to surgical trauma...paralysis." "Warnings, caution and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials." "Based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system." "Use of posterior cervical pedicle screw fixation at the c3 through c6 spinal levels requires careful consideration and planning beyond that required for lateral mass screws placed at these spinal levels, given the proximity of the vertebral arteries and neurologic structures in relation to the cervical pedicles at these levels." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings use of cross-sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..." "Postoperative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." 9401879-en p-12/2018.